Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation. Functional testing was performed, and visual testing was not performed. The testing could duplicate the customer reported problem could not be duplicated, the root cause of the issue was unknown. Preventative action was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the principal component analysis dose key on the machine was not working. There was unknown patient involvement, and unknown patient harm/adverse event reported.